Event description:
It was reported that there was an event of right ventricular (rv) lead having low impedance during an initial implant procedure. The right ventricular (rv) lead was not implanted on (B)(6) 2025 and the surgery concluded successfully with a replacement rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of low impedance was not confirmed. The lead was returned for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were detected.